Manufacturer narrative:
Continuation of medical devices: 419478 lead; 419478 lead implanted: (B)(6) 2009; dtbb2d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection caused by the erosion of the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient developed a fever. It was also noted that skin necrosis and wound dehiscence was observed. Blood cultures were taken, but the results were not yet obtained. Antibiotics were administered and prescribed for one month. The crt-d system was removed. No further patient complications have been reported as a result of this event.